Event description:
It was reported to philips that the system restarted repeatedly, indicating an issue with booting. The system was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was restarting repeatedly was due to a malfunction in the self-diagnosis function of the host pc. A review of the system logfiles found a malfunction with host pc. Upon troubleshooting actions, the fse identified that the cause of the host pc failure was a malfunctioning of bmc in the motherboard. The defective host pc was returned for analysis, which concluded that the bmc was defective. The fse replaced the host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.